Manufacturer narrative:
(B)(4).the service engineer (se) did not duplicate the alleged malfunction. The unit passed extended self-testing.

Event description:
The customer reported that an 840 ventilator was inoperable while in use on a patient. No information is available regarding the patient being transferred to another ventilator or patient outcome.